Event description:
It was reported there was an anchor issue and the implantable pulse generator (ipg) is sliding in the pocket. It was noted that as a result there are coupling and telemetry issues. It was further noted that a flipped device has not been confirmed. It was reported that the patient is experiencing intermittent stimulation, loss of stimulation/therapeutic effect, overstimulation and a shocking/jolting sensation as well as being unable to adjust stimulation. It was reported that the fluctuation in stimulation was occurring when adaptive stimulation was activated due to the ipg moving in the pocket and inaccurately adjust for position change when position change had not actually occurred. It was reported the patient had been reprogrammed and an intervention had been planned but not yet taken to anchor the ipg to the fascia. It was reported that the patient had recently lost 30lbs and could be the reason for the ipg moving in the pocket. Symptoms reported with this event were pain, less than 50% therapy relief and occurred at the pocket site. Additional information received reported the start date of the patient¿s issues was unknown and impedance testing confirmed the electrodes were within normal limits. It was noted the system was functioning properly when the adaptive stimulation was turned off. It was further noted the cause of the issues had not been confirmed and flipping of the device had not been confirmed and no x-rays had been scheduled. It was reported the patient was receiving effect therapy and a pocket revision is planned but had not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n370017, implanted: (B)(6) 2012, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).